Manufacturer narrative:
Gbo complaint no: (B)(4). Received 454428 ten pc each batch#: b160839c and b170537n for evaluation. We have no further inventory of the material/batches. We have no further complaints on the material/batches. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No short fills could be observed on the samples. The complaint could not be confirmed.

Event description:
Customer states that 100% of tubes are underfilling. Blood is drawn with 3cc syringe by a licensed vet or vet tech. The process as described by the customer: "they hold the tube in one hand while the syringe is poked through the rubber stopper allowing the vacuum to pull the sample in. It will start normally and then it just start to do a slow drip, stopping below the label on the tube".